Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer (B)(6) called in for help on 8015 unit has error code 133-6090 which is the main speaker on the unit needs to be replace on unit customer prefer to setup unit for repair services transfer customer to (B)(6) in customer services repair dept. (B)(4).